Event description:
Per biomed, image has a line on either side and down the middle of the image, for all depths.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of lines in the ultrasound image was unconfirmed. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is unconfirmed as the event could not duplicate the line in the middle of the image with any depth settings. Attached pictures of the phantom at 3, 4.5 and 6cm. 1 and 1.5cm will only show the top half of the screen, this is how the software operates and is not a good indicator for the problem listed. The side lines are minimal and is shown in all scanners, this is once again in the software and cannot be corrected. A history review of serial number (B)(6) showed one similar complaint from this serial number. The previous complaint evaluation for this serial number (B)(6) was, unconfirmed as the failure could not be reproduced. (Reference: MDR number 3006260740- 2018-01568).

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed one similar complaint from this serial number. The previous complaint evaluation for this serial number ((B)(4)) was, unconfirmed as the failure could not be reproduced. (Reference: MDR number 3006260740- 2018-01568).

Event description:
Per biomed, image has a line on either side and down the middle of the image, for all depths.